Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that during a hysterectomy, the monopolar tip of the device stopped working. A wire was seen to be protruding from the device. The incident device was returned and a visual inspection revealed that the knife webbing was protruding from the jaws of the device.